Event description:
The advocate stated her daughter received a blood glucose reading of 123mg/dl on the contour next link. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The test strips were returned for evaluation. New strips and meter were sent to the customer.